Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: "what were the indications for surgery? => no further information is available. Did the patient receive any preoperative chemotherapy or radiation? => no further information is available. Were there any issues experienced with the device in the initial surgical procedure? => no further information is available. What healthcare professional fired the device and what is his/her experience with the device?=> no further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => no further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information is available. Were there any issues with device use/firing? => no. What confirmation was received that the device completed the firing sequence? => no further information is available. Was the green checkmark visible at the end of the firing? => no further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? => no further information is available. Was there any difficulty removing the device? => no further information is available. Was a complete transection of the white breakaway washer visually confirmed? => no further information is available. Were the donuts inspected?=> no further information is available. If so, please describe. Were there any issues noted with staple formation? => no further information is available. If so, please describe the shape and location. Was a leak test performed? => no, was not leak test performed. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? => no further information is available. How many days postoperative did the leak occur? => no further information is available. How was the leak identified? => no further information is available. What was observed at the site of the leak upon reoperation? => no further information is available. How was the leak addressed? => no further information is available. What is the current patient status?=> no further information is available. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the surgery was completed with no problem on october 29th, but after that, leakage occurred from the end of the right side of the staple line. The device was used on the rectum. Reoperation was performed to complete the case. The patient is in the hospital. No leak test was performed in the initial procedure. No further information is available.